Event description:
The implanted lead involved in the MDR report was implanted in 2004. During follow-up 5 months later an increase of the atrial lead impedence was observed; an x-ray was taken and the atrial lead was found to be dislodged. Just prior to atrial lead repositioning the device was disconnected and the system was analyzed by fluoroscopy. The atrial lead flipped back into the atrial appendage. The atrial lead was then tested with a medtronic analyzer. Appropriate sensing and normal impedence was obeserved however no capture at 5.0 v at 0.5 ms (4-5 mv p-waves and 600-700 ohms). The atrial lead was then explanted. Upon inspection the insulation jacket had been pulled off of the anodal ring exposing the inner coils.